Event description:
It was reported that the patient reported to the hospital after receiving a vibratory alert indicating eri. Upon interrogation, it was observed eol had been reached. Premature battery depletion was suspected. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.